Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6), 2015 and was revised on (B)(6) 2016. It is further alleged that she suffered injuries as a result of implantation and explantation of the device issue, and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Device information added. An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -clinician review: no patient medical records were available for review. -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor could the root cause be determined due to a lack of provided information further information such as return of device, patient history, medical records, x-rays, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2015 and was revised on (B)(6) 2016. It is further alleged that she suffered injuries as a result of implantation and explantation of the device issue, and excessive levels of chromium and cobalt in her blood.